Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed that the lead passed stylet or wire insertion test. Moreover, the lead met specifications.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully as the physician could not advance lead over the wire. Moreover, a whisper wire was used. This lv lead was never in service. No adverse patient effects were reported.